Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 information was reported by a consumer regarding an unknown patient's pump which was used to deliver an unknown drug. The indication for use was unknown. The consumer reported that their healthcare professional (hcp) decided the pump was not working anymore for any of their patients and started taking the medication out. Further follow up was done to determine the device information, patient information, drug information, event date, if the patient had any symptoms, if troubleshooting occurred, the cause of the event, and if the event resolved.